Event description:
Customer reported discrepant high hematocrit (hct) and calculated hemoglobin (chgb) when compared to repeat testing on a laboratory analyzer. There is no report of injury due to this event.

Manufacturer narrative:
After multiple attempts at requesting information from the customer, no response has been provided. Without instrument files or lot number, no investigation can proceed. The cause of this event is unknown.